Event description:
In the article "herpes virus outbreaks after dermal hyaluronic acid filler injections" aesthetic surgery journal, 2012 32(6) an example is presented of a pt with "paramedian herpetical reactivation on the superior vermillion border after treatment with hyaluronic acid filler". The vesicle appeared 2 days after treatment and is described as "circular ulcerations, covered by a yellowish film with a surrounding erythematous rib". The pt was treated with "antiviral intermittent episodic therapy with acyclovir 20 days. The clinical signs disappeared after 8 days of antiviral treatment".

Manufacturer narrative:
(B)(4). F/u with the injecting healthcare professional is ongoing; lot number and type of product info are unavailable at this time. Device labeling: precautions for use: as a matter of general principle, injection of a medical device is associated with a risk of infection. Undesirable effects: the pts must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. Pts must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment.